Manufacturer narrative:
A ¿replace generator / the generator has reached the end of life¿ warning message was reported to abbott. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention maybe undertaken at a later date to address the issue.